Event description:
The patient reportedly experienced out loud stimulation. Programming changes have been made and external equipment has been exchanged. However, the problem was not resolved. Limited testing showed that the device is functional. Some of the tests could not be conducted due to patient's discomfort. Surgery to explant the patient's device has been scheduled.